Manufacturer narrative:
Age - unk. Sex - unk. Weight - unk. Ethnicity - unk. Race- unk. Event date - unk. Lot#, serial# - unk. Implant date - unk. PMA/510k- unk. (B)(4). Manufacture date - unk. Claim# (B)(4).

Event description:
An article was published in the journal of advances in medicine and medical research in march 2019 titled, 'toric and phakic iols for the treatment of astigmatism and/or high myopia: our experience at prince hashem hospital zarqa.' The article states that 3 patients who received visian icl's had lens rotation after surgery and this was due to undersizing of the lens. They underwent lens exchange and replaced with a larger icl with more stable alignment. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted